Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator (ICD) was discovered to be in backup operation. No programming changes were made. The patient's condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator was seen in clinic and programming changes were done to the device. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information - b5, e1, e2, e3, h6.